Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the endoscopic esophageal surgery, could not fire when severing the esophagus with ecr45b. Changed another reload, the event re-happened. Changed the third reload, after fired, found the staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #: p58p24. Device evaluation: the analysis found that one pse45a device was returned with no apparent damage and with three ecr45b cartridges reloads present. The ecr45b cartridge (b) was received unfired. The ecr45b cartridges (c and d) were received partially fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.